Manufacturer narrative:
(B)(4). This complaint for a use error - failed to follow therapy steps was confirmed based on the registered nurse (rn) stating that home patient (hp) was getting check heater line alarm and they replaced the heater bag only. The technical support representative (tsr) explained that the set up has been compromised and that all bags and cassette must be replaced when one item needs to be replaced. Label review was completed and found to be adequate for the determination of a use error for this complaint. Similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted baxter's technical service center regarding a check heater line alarm that occurred on the homechoice (hc) unit display (B)(4). This event occurred during use patient not connected. The registered nurse (rn) explained that home patient (hp) was getting check heater line alarm and they replaced the heater bag only. The technical service representative (tsr) explained that the set up has been compromised and that all bags and cassette must be replaced when one item needs to be replaced. Tsr explained that she is risking the patient of the infection and therapy should be ended. Rn explained hp is not at home and doesn't have any other supplies to attach. Rn stated she will have to bring hp supplies in the morning for her to do treatment then. The tsr advised since set compromised needs to start over with all new supplies. The call was completed and the hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention associated with this event.